Event description:
Patient acquired a pressure injury to upper lip from medical device. Device was hollister anchofast endotracheal tube attachment device (etad). Product was recently redesigned with a different style of foam with ridges that goes on upper lip. Our organization has seen multiple hospital-acquired pressure injury (hapis) to upper lip in the same spot since new foam on product.